Manufacturer narrative:
Received one partial opened/used simplera sensor, one simplera serter not returned, and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a "lockout category app compatible"). Unit was able to communicate, and download trace and termination result. First term reason: persistantblankingtermination. First term reason descriptor: sensor was terminated due to persistent blanking logic in sensor glucose algorithm. Multiple samples of sensor glucose were prevented from being displayed to the user within a time period, indicating performance outside specifications. It is likely that the sensor contributed to the event. In conclusion: the customer complaint not communicating is not confirmed based upon the synergy prod download tool 1.1a "lockout category app compatible". However, the complaint of sensor updating/sg not available alarm is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump not recognizing the sensor. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-5100clx. The customer reports receiving a sensor updating /sensor glucose value not available alert. Advised to replace the sensor as behavior has been occurring longer than 3 hours. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return was required for mmt-5100clx.